Event description:
The customer obtained no value ind flagged accutni results for an unknown number of patient results generated by the access2 immunoassay analyzer. The results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient data and sample collection information were not provided. While troubleshooting with access hotline it was discovered that an accutni reagent pack was not in the designated slot on the reagent storage carousel. The reagent pack was physically in position #3 while the reagent inventory screen showed that is was suppose to be in position #2. Customer technical service (cts) assisted the customer in removing the misplaced reagent. Service was not dispatched for this event as the root cause was discovered while troubleshooting with cts. User error is the root cause for this event.

Manufacturer narrative:
Service was not dispatched.